Manufacturer narrative:
This report is for an unknown k-wire/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that during a procedure on (B)(6) 2020, a 2.5mm kirschner needle broke with the 10.0mm drill bit, which caused a surgical delay. Surgical support was requested for the use of an expert humeral nail in the femur of a 10-year-old patient with a diaphyseal fracture. The doctor is told about the implications and risks of the procedure and that the implant to be used is not suitable for such a fracture. The doctor proceeded and requested synthes support during the procedure. Procedure was completed successfully with an unknown delay. There was no patient consequence. This report is for an unknown k-wire. This is report 1 of 1 for (B)(4).